Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device was having an alert 01 and 02 (low flow and airleak) during use. Flow rate was 0.0lpm upon initiation of therapy. The nurse checked all the lines, disconnected and reconnected the pads; however there was no change in flow. Therapy was interrupted in order to put a new set of pads on the patient. Flow remained zero with new set of pads. Therapy was then interrupted to connect the second set of pads to a new device. Therapy was able to continue with the new device. The patient was then transported to another facility for dialysis.